Manufacturer narrative:
The download data from the received device does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No drive stalls occurred, and no hazard alarms were generated during pod operation. Fluid path testing found fluid leaking past the reservoir plunger into the upper portion of the reservoir. Corrosion was observed on the reservoir cap. The leak in the reservoir sub-assembly resulted in fluid leaking out the reservoir cap window into the device, which contributed to the corrosion observed inside the device. This internal fluid leak prevented the proper delivery of insulin. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose levels rose to 18 mmol/l (324 mg/dl) while wearing the pod on the arm for between 1 and 4 hours. As treatment, the patient administered an insulin injection and applied a new pod.